Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Event description:
Additional information received confirming an abbott representative met with the patient and was unable to successfully disable the patient¿s ipg from MRI mode using an orion exit tool (oet). Additional troubleshooting will be attempted by the abbott representative.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting is pending. Based on the information received, the event is consistent the loss of the bluetooth pairing bond while in MRI mode.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported the patient was not able to exit from MRI mode after an MRI and activate therapy due to deleting the existing paring bond on the patient controller. As such, troubleshooting by a manufacturer representative may take place at a later date to address the issue.

Event description:
Additional information received indicates surgical intervention was undertaken wherein the ipg was explanted and replaced.

Event description:
Additional information received confirming an abbott representative met with the patient and was unable to successfully disable the patient¿s ipg from MRI mode using a second orion exit tool (oet).